Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a medfusion was reported that each time the device is powered on, it prompts for the biomed passcode and displays a "primary audible alarm bgnd test" which is a high priority alarm and will stop the ongoing infusion if it were to recur. There was no patient involvement and no harm/adverse event reported.